Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome. The sphincterotome cannulated well, but reportedly failed to cut during the sphincterotomy. Minor burning was observed at the ampulla, but the sphincterotome did not cut as expected. The sphincterotome was removed and another sphincterotome was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The initial information provided indicated the patient was at high risk for pancreatitis. Follow-up information concluded the patient did not develop pancreatitis or any other post-ercp complications.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. A visual examination of the sphincterotome was conducted. The cutting wire is intact and there is visible evidence of cautery application. (Cautery application had been made while touching the cutting wire to tissue, resulting in the cutting wire being black in appearance, not shiny.) The sphincterotome was checked for electrical continuity by using an ohmmeter. The sphincterotome conducted as expected. (The ohmmeter made an audible sound and the red light came on to indicate product will allow flow of current.) Contrast is visible on the outside of the injection hub. The electrical pin in the handle assembly was inspected for any abnormalities. The electrical pin is appropriate. The cutting wire has a minor bend near the proximal end and the catheter has several minor bends. The bend in the cutting wire is not affecting the sphincterotome's ability to allow the flow of current. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conclusively determine a cause for the reported observation because the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage during the procedure. While these are not the sole determining factors, this limits our ability to conclusively determine the cause for the reported observation. Difficulty with current application could have occurred if the connections between the power supply, active cord and sphincterotome were not secure. The instructions for the use state the following: "with the electrosurgical unit off, prepare the equipment. Active cord fittings should fit snugly into both the device handle and the electrosurgical unit." These activities will ensure the sphincterotome receives the current from the power supply unit that is needed for conducting a successful sphincterotomy. Difficulty with current application could also occur if the power supply unit is in need of adjustment or repair. We can report that bends in the catheter and cutting wire can occur if the distal end of the device is shaped manually or manipulating the handle of the device prior to straightening the catheter or removing the pre-curved stylet. The instructions for use for this product line caution the user against exercising the sphincterotome under these conditions. The condition of the product suggests the catheter was manually formed by the user. As stated above, the kinks and bends in the sphincterotome catheter and cutting wire are not affecting the sphincterotome's ability to allow the flow of current. Prior to packaging and shipping, all fusion sphincterotomes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The product included in the return functioned as intended. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for trends.